Manufacturer narrative:
Evaluation summary:no information was available to identify the cause. The assumed cause is the breakage of the ccd cable due to the load from repeated use of the endoscope.correction informationg6: follow up #1h2: type of follow uph6: coding changed based on the investigation resultadditional informationh4: device manufacture date

Manufacturer narrative:
Pentax model vls-1190stk is classified as exempt, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, " no video image. The image cutting in/out" involving pentax model vls-1190stk/ a110302. The user stated the event occurred during pre-inspection check. No further information was provided at the time of the report. The device was returned to pentax for evaluation. Pentax service inspectional findings included: passed wet leak test, passed dry leak test. The customer complaint was not confirmed. The device was repaired which included replacement of the following components: o-rings and seals, pcd for ccd drive su k3a pb-free, electrical connector assy. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.